Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 device kept shutting off. The harvester reported that he did not feel he overheated it. There was intermittent beeping going on, he followed protocol shutting it off for 30 seconds and even unplugged it, but it still beeped. He was reportedly doing a fasciotomy. The case was completed using this device. There were no patient effects. It is unknown whether the product is returning or not.